Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of a thrombus formation within the inflow cannula. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the reported low flow alarms, which was confirmed through review of the submitted log files. The submitted controller event log files collectively contained events from 17apr2025 through 20apr2025. Continuous low flow hazard alarms were captured throughout both log files. Further, a downwards trend in estimated flow was observed, with values decreasing from approximately 1-2 liters per minute (lpm) to 0-1 (lpm). Despite the decrease in flow, the pump appeared to have functioned as intended throughout the duration of the files. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. Approximately 2¿ of the outflow graft was returned unattached to the pump cover outlet port. Approximately 0.5¿ of the proximal end of the outflow graft bend relief was returned disengaged from the graft attachment hardware. The distal portion of the outflow graft bend relief was also returned. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was not returned. Upon disassembly of (B)(6), examination of the inlet extension lumen revealed a red, tissue-like deposition at the distal end. The color and structure of the thrombus formation, as well as its adherence to the textured surface suggest that it developed within the distal end of the inlet extension over an undetermined amount of time while the pump was supporting the patient. Although a specific cause for the formation of the thrombus could not be conclusively determined through this evaluation, it appeared to be significantly occlusive of the blood flow path and could have contributed to the reported decrease in flow resulting in continuous low flow alarms. Visual examination of the pump¿s remaining blood-contacting surfaces did not reveal any additional developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files captured flow values persistently below the low flow threshold. These findings were consistent with the reported events, the events recorded in the submitted log files, and the finding of an occlusive thrombus formation within the inflow cannula. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been having continuous low flow alarms at home. The periodic log captured low flow events on 15apr2025 at 03:18:07. These continued throughout the remainder of the periodic file. The event log was filled with low flow events on 17apr2025 between 11:04:45 and 18apr2025 at 07:48:52. The pump temperatures were in normal ranges. The pump appeared to be operating as intended. There was suspect of some type of occlusion. The patient's flow dropped below 1 liter around 02:00 on 20apr2025. The patient was taken to a catheterization laboratory, and contrast was visualized without obstruction through the outflow graft. A left ventricle angiogram was performed to assess the inflow cannula for obstruction. Additional log files were sent for review. The event file was filled with low flow events. The files showed additional trending downward in power and flow since the last log files. The pump files continued to look normal, and the pump temperatures continued to be in normal ranges. The patient underwent pump exchange on (B)(6) 2025.